Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient manages his diabetes with lantus insulin and metformin pills and on (B)(6) 2015 he increased the dose of his insulin by "two units". The patient stated that on (B)(6) 2015 he developed symptoms of "headache and dry mouth" and that on (B)(6) 2015 he was admitted to an emergency room, where he received treatment from a healthcare professional (hcp) with "32 units of insulin and liragliptide." On (B)(6) the patient reported having a blood glucose test performed on a lab device which gave a result of "285mg/dl." During troubleshooting the cca noted that the meter would not power on when a test strip was inserted or when the power button was pressed. The batteries did not require replacing. Replacement products were sent to patient. This complaint is being reported as the patient developed signs and symptoms suggestive of a hyperglycemic event and subsequently received medical intervention from a hcp after the alleged meter issue occurred.